Manufacturer narrative:
This report is filed october 31, 2014.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted due to infection on (B)(6) 2014. It is unknown if reimplantation is planned, as of the date of this report, (B)(4) 2014.